Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the patient's right ventricular lead exhibited episodes of oversensing noise characterized as rapid ventricular rates. Programming changes were made and the patient will continue to be monitored. The patient's condition was stable throughout the event.